Event description:
It was reported that patient presented in the emergency room after receiving inappropriate atp and hv therapy. The device was noted to be post sensed t wave oversensing on ventricular channel. Programming changes were made. Patient has terminal cancer and dft was not performed although advised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.